Event description:
It was reported that during the procedure in an unspecified vessel, the 2.5x8 rx xience v stent delivery system could not cross the lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. Return device analysis revealed that the stent was dislodged from the stent delivery system. Additional reported information indicates that the stent was found to be dislodged during unpackaging of the stent delivery system. The stent system was not used and there was no patient involvement. Initial reported information that the stent delivery system could not cross the lesion was reported by the site in error.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the xience v stent implant was returned dislodged and in a syringe. Only the dislodged stent implant was returned. There was no contrast or blood visible on the stent. This confirmed the reported information that the stent was dislodged prior to being used in the patient. There were mangled struts on the first two rows at the distal end of the stent implant. Since there was no mention of stent damage in the incident report, the observed stent damage was most likely a result of handling during placing the stent in the syringe to return to abbott vascular for evaluation. The proximal and middle outer diameters of the stent implant were measured and the results met specification. The stent distal outer diameter was not measured due to the damage noted. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, or interaction with accessory devices. The catheter and protective sheath were not returned which may have aided the investigation and determination of cause. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the finished product lot history record revealed no nonconforming material records associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other stent dislodgement incidents. There is no indication of a product quality deficiency. Based on the investigation, a definitive cause for the reported stent dislodgement could not be determined.